Event description:
Patient initially reported no complaint against right device. Patient later reported "right breast swelling, pain, engorgement", "implant being recalled" and "simple thin layer of intracapsular fluid along the implant with no obvious evidence of extracapsular rupture, 17 ml. No significant angulation of the implant contour to suggest rupture." The device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient initially reported no complaint against right device. Patient later reported "right breast swelling, pain, engorgement", "implant being recalled" and "simple thin layer of intracapsular fluid along the implant with no obvious evidence of extracapsular rupture, 17 ml. No significant angulation of the implant contour to suggest rupture." The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient initially reported no complaint against right device. Patient later reported "right breast swelling, pain, engorgement", "implant being recalled" and "simple thin layer of intracapsular fluid along the implant with no obvious evidence of extracapsular rupture, 17 ml. No significant angulation of the implant contour to suggest rupture." The device has been explanted. This relates to the left side.